Event description:
The customer stated that the architect analyzer generated a false positive b-hcg result on one patient. The results provided were: (B)(6) 2014= 129.81 miu/ml; redrawn (B)(6) 2014 = <1.20miu/ml / repeat <1.20miu/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a review of manufacturing records, and a review of labeling. The customer stated that the architect analyzer generated a false positive b-hcg result on one patient using architect total b-hcg reagent list 7k78-30, lot 41902ui00. No patient sample was available for return. A review of complaints for lot 41902ui00 was performed, which did not identify atypical complaint activity. A review of the b-hcg reagent package insert and architect system operations manual was performed and shows labeling is adequate to identify and resolve this issue. Accuracy testing was performed using retained kits of lot 41902ui00. The results of this testing showed that the reagent met all validity and acceptance criteria for performance. A review of manufacturing records determined that no known issues occurred during the manufacturing of this lot. Based on this evaluation, no product deficiency or malfunction was identified for architect total b-hcg reagent list 7k78-30, lot 41902ui00, and no further action is required as the product is performing acceptably.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.